Event description:
Chin et al. (2012) "white cord syndrome" of acute tetraplegia after anterior cervical decompression and fusion for chronic spinal cord compression" a case report" reports that a (B)(6) male suffered intraoperative paraplegia following c4-5 acdf involving 8m (h) copperhead peek cervical cage (eminent spine, texas) cleared under k090064. Patient underwent revision c5 corpectomy with unknown cervical corpectomy cage. Slight improvement in walking noted, but requires assistive frame. User-facility, nor manufacturer eminent spine reported the serious injury as required under 21 cfr 803.